Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. While on support the aic failed to recognize an installed catheter. Device was removed and replaced with a backup console. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported pump not detected has been completed. The product was returned and the pump not detected issue was not confirmed. Data analysis: console logs from the reported day of event are consistent with the complaint and show multiple resets of the system in response to ossiopsens process crashes. Device analysis: after the console was received and subject to testing, the issue was not reproduced in long term testing on engineer bench. There were no observed eeprom reading issues, or spontaneously ossiopsens process (or any other processes) crashes. Per the results of the clinical review and investigation: the root cause of the issue was not determined since product was not reproduced. This report is being filed as part of a retrospective review of historical records.